Event description:
It was reported that it was not certain if the pt had an infection or was experiencing an allergic reaction. The symptoms occurred at the implantable neurostimulator site following implant. The pt was admitted to the hospital "due to the infection". The pt's status was reported to be fair. The pt was looking for a physician experienced with the stimulator to handle the pt's care. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).